Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation tubing was bent during an ophthalmic procedure. The procedure was completed by manually straightening the tubing. There was no report of patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is the fifth complaint for the finish goods lot; however, the fourth for this issue. The order was built and released per specification. The returned used sample was visually inspected and a bend in the irrigation tubing and in the administration tubing was confirmed. As the irrigation and aspiration tubing manifold was returned uncoiled, visual and dimensional inspection of the tubing could not be completed, and it is unclear if the tubing was coiled per the specification. The sample was functionally tested and passed testing. While the customer¿s complaint of a flatten tubing was confirmed, testing of the sample showed that the flatten tubing was cosmetic and did not affect the performance of the product. The cause of the flatten tubing could not be definitively determined with the information available to date; however , this event appears consistent with an error when the tubing is improperly placed in the tray during the manufacturing process. (B)(4).